Event description:
The physician attempted to deploy an endeavor resolute drug eluting stent to treat a target lesion located in the proximal cx. The lesion had severe calcification, 95% stenosis and vessel tortuosity was reported as excessive. The lesion was predilated with a balloon. The physician reported resistance was encountered when advancing the device and the stent was unable to cross the lesion. The physician feels stent was unable to cross due to calcification at the lesion. It was also reported that the stent was damaged. A second stent was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (lesion had severe calcification, 95% stenosis and vessel tortuosity was excessive). No results available since no evaluation was performed. No device received for evaluation. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (lesion had severe calcification, 95% stenosis and vessel tortuosity was excessive). Unable to confirm complaint. (B)(4).